Manufacturer narrative:
Batch review performed on 12 november 2018. Lot 174337: (B)(4) items manufactured and released on 27 september 2017. Expiration date: 2022-09-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant revised: ball heads: cocr 01.25.023 cocr ball head 12/14 ø 32 size l +3.5, lot. 166596:120 items manufactured and released on 09 march 2017 . Expiration date: 2022-03-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Patient returned to hospital with possible infection 9 months after primary surgery. Hip washout was performed and no infection detected. Bearing surfaces revised to provide new articulating surfaces.